Event description:
It was reported that the stent inadvertently partially deployed. An 6 x 100 x 130 inova, non-bsc guidewire and non-bsc sheath were selected for a procedure. During preparation, the stent was partially deployed 5mm outside of the delivery catheter after it was removed from the packaging. The procedure was successfully completed with another innova stent. There were no patient complications and the stent was never introduced into the patient.